Event description:
Employee using a 21g butterfly needle during a blood draw and blood seeped from the IV tubing. Closer inspection noted cracks in the tubing. No injury to pt or staff. Manufacturer notified on (B)(6) 2013 and pictures sent. Device was discarded after the blood draw.